Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the lad. Approximately 1 month later the patient suffered mi of an unknown vessel. Event treated with hospitalization and low molecular weight heparin. Event not resolved. The investigator assessed the event as not related to the anti-platelet medication or the device.